Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was implanted a few weeks ago, and since they have noticed that there has been a low pacing percentage and what appears to be competitive pacing. It was noted that the sometimes the ventricular event come in first marked as pvc, and that the atrial sense and left ventricular sense are consistently occurring at the same time. The physician discussed with the implant electrophysiologist that suggested the possibility of the atrial and ventricular pace sense lead accidently switched in the header. The plan was to run a surface egm to compare. No additional adverse patient effects were reported.